Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 failed and produced clicking noise while opening. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, november 19, 2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 2 kept failing. A field service engineer (fse) replaced all four latches on the tower, then worked with the customer and pharmacy to change the ip addresses to the new stations being staged and verified proper operation. The system functioned as intended after the field service engineer repaired the device.